Event description:
Dental procedure for crowns on bottom teeth resulted in severe allergic reaction - throat swelling. Took 75 mg benadryl and got IV of solumedrol at ER. Exposed to maxitemp hr 4:1 which is glass filter materials in a matrix of multifunctional methacrylates; catalyst, stabilizers, additives, free of methyl methacrylate and peroxides. Filler content: 47% by weight =26% by volume. The variation width of the inorganic filler particles is between 0.02 and 2.5 um).